Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Patient is upset about receiving a dirty unit as his replacement device. Patient tried to ask for another replacement device, but philips does not replace for cosmetic issues. Rt explained that everything on the inside of the device is brand new. Patient feels that he is aggravated by receiving a recertified device and is planning to contact a lawyer to resolve the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.